Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory analysis found no evidence of device damage, defect, or malfunction.

Event description:
It was reported that this right atrial (ra) lead could have contributed to a possible pericardial effusion due to a perforation. The patient had high a high international normalized ratio (inr). A surgical intervention was required to explant the lead and implant a new one. No additional adverse patient effects were reported.